Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This abutment is not available for analysis. (B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient underwent a surgical procedure to remove excess skin overgrowth from around the abutment.